Manufacturer narrative:
Although the customer initially reported a blank screen and the appearance of a service code, review of the AED's internal log files determined that these issues occurred following the replacement of a fully depleted battery. Evaluation of the AED and analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy.

Event description:
A customer reported that their AED's asi is flashing red, and the AED is alerting a service code. They reported that this did not occur during patient use.